Event description:
It was reported that during a chronic catheter placement procedure, the valve was not allegedly split properly. It was further reported that the unit was placed into the patient but a portion of the area was cut to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 10.0fr peel-apart sheath was received for evaluation. Visual and functional evaluations were performed. One valve cap was received detached from the t-handle. The other half of the valve cap with a valve was still attached to one t-handle. Therefore, the investigation is inconclusive for the reported difficult or delayed separation issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. However, the investigation is confirmed for the identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the valve was not allegedly split properly. The unit was placed into the patient but a portion of the area was cut to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.